Event description:
It was reported that, "during an acdf while using reflex hybrid both removal driver inner pins were broken in the screw head. We removed the old plate with the screws still engaged in the ring and used a different plate and screws."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: there have been 59 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the manufacturing file no deviations were noted from this device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was not returned. The surgery was completed successfully and the surgeon successfully removed all the broken fragments from the pt. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.